Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after three hours of use of the device, the generator presented the red light and soon after sealing, it broke the tip. The tip that fell in the cavity was withdrawn permanently with success. The second device that was used presented a red light and stopped working after using for 1.5 hours. The generator and battery was replaced and the issue was not resolved. A new device was used to continue the procedure. There was no patient injury.